Manufacturer narrative:
Complaint confirmed. One 3.5 mm swivelock from an ar-1678-cp pack was received for investigation. Visual inspection identified that the distal end of the swivelock drive shaft had been bent, and approximately 6.21 mm of the associated biocomposite anchor remained along the shaft. No other fragments of the broken biocomposite anchor were returned. Due to the damaged condition of the biocomposite anchor fragment that was received, dimensions could not be accurately ascertained. Material analysis concluded that the swivelock met all as-received specifications. As such, this event is most likely the result of user applied mechanical forces via prying/leveraging during insertion, and/or improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an anterior talofibular ligament repair and augmentation a 3.5mm swivelock anchor was inserted. While the anchor was pushed into the bone the inserter became bent after force was applied. Once the handle was engaged the anchor screwed in but the top portion of the anchor snapped off on the handle. The surgeon decided that the construct is strong and stable enough and finished the procedure successfully.